Manufacturer narrative:
This report is submitted on 06 march 2020.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2020 and subsequently was hospitalised for a duration of one week. The following additional information was received regarding the episode of meningitis. Etiology of deafness, the patient has a history of cochlear dysplasia. The patient was not immunocompromised. There was no previous history of meningitis and no reports of csf leak. The patient did not receive pre-implant immunization. It is unknown if perioperative antibiotics were administered. It is unknown if receiver-stimulator well was drilled into dura. The meningitis episode occurred within 30 days of a neurologic procedure, a vp shunt and lumbar drains were utilized at the onset of meningitis. Prior to meningitis, the patient experienced an upper respiratory infection. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patients csf cultures were positive for streptococcus pneumoniae. The patient was successfully treated with antibiotics (type not reported). The implanted device remains.